Event description:
The recipient reportedly experienced an infection, resulting in a fistula pain, and drainage and electrode migration. The recipient was treated with antibiotics. The recipient's device was explanted.